Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. Customer complains that the scissors broke during surgery. The nurse noticed a part was missing as she wiped the instrument off. The broken scissor was found while cleaning instruments after the patient was rolled out of the operating room. Post operative x rays were taken in the recovery room. X rays noted that there were no fragments of the scissor retained. Additional x-ray and scans intervention was needed to find missing device part. There was no surgical delay. No patient injury reported, the patient is doing well.

Manufacturer narrative:
Investigation: the investigation was carried out visually. The following deviations can be found at the product: worn surface, deep scratches, pitting corrosion, labeling no longer readable due to aggressive mechanic cleaning, golden coating no longer exists, also due to aggressive mechanic cleaning, broken blade, blade blunt and damaged, malposition of the handle (most likely caused by leverage). Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. Rational: the breakage was most likely caused by an overload leverage situation and was promoted by pitting corrosion. No CAPA is necessary.